Event description:
A 37-year-old male of weight at 90 kg was admitted to the hospital with an aneurysm. Ivtm therapy was applied for fever management. The patient's temperature at the start of ivtm therapy was 37.40c. The insertion of the solex 7 catheter (lot #173433) was smooth in the patient's left subclavian vein by a moderately experienced physician. There was also a right femoral vein central venous catheter (cvc) access applied to the patient. On day 3, the patient had a drop in oxygen saturation and CT scan was initiated, where a pulmonary embolism (pe) was discovered. The target temperature was set to 37.00c at max rate and it is unknown what temperature the patient had when pe occurred. The solex 7 catheter was removed from the patient, and anticoagulation and ventilation were applied. The patient is on full heparinization for pulmonary embolism prophylaxis. As per patient medical history, the patient was not in a high-risk category for dvt. The patient is in stable condition.

Manufacturer narrative:
Zoll has not received the solex catheter for investigation. A follow-up report will be submitted when the product is returned, and investigation has been completed. Event of dvt was assessed as serious because of the nature of the event and treatment was needed. Event assessed as possibly related to the solex catheter due to relevant timing. At the same time, another central venous catheter was used in the patient even longer than zoll catheter prior to pe event and also could potentially contribute to development of pe. Dvt and subsequent pe is a known complication of central catheters of any kind. Usually critical condition make the patients predisposed to thrombogenicity. Development of thrombus is a common complication is such patient population. Critically ill patients are at increased risk of vte because of the presence of multiple predisposing factors [w. Geerts, et al. Venous thromboembolism and its prevention in critical care. J crit care, 17 (2002), pp. 95-104]. The reported event of pe is possibly related to the device and not related to the procedure.

Manufacturer narrative:
The solex 7 catheter (lot #173433) was returned for investigation to zoll. No device malfunction was observed during the functional testing, and the catheter functioned as intended. Visual inspection of the returned catheter was performed. No kinks or physical damage was observed on the catheter. Noticed dried blood residues on the serpentine balloons. Functional testing of the returned catheter was performed, and all infusion ports and lumens were flushed without resistance. During functional pressure leak test, the catheter was connected to a pressurized inflation device, and the balloons were fully inflated when pressurized up to 100 psi, no issues were observed. The balloons did not leak during inflation and deflation. No leaks or damages were found, and the catheter functioned as intended. Event of dvt was assessed as serious because of the nature of the event and treatment was needed. Event assessed as possibly related to the solex catheter due to relevant timing. At the same time, another central venous catheter was used in the patient even longer than zoll catheter prior to pe event and also could potentially contribute to development of pe. Dvt and subsequent pe is a known complication of central catheters of any kind. Usually critical condition make the patients predisposed to thrombogenicity. Development of thrombus is a common complication is such patient population. Critically ill patients are at increased risk of vte because of the presence of multiple predisposing factors [w. Geerts, et al. Venous thromboembolism and its prevention in critical care. J crit care, 17 (2002), pp. 95-104]. The reported event of pe is possibly related to the device and not related to the procedure.